Event description:
The user facility's biomed technician reported an ipump without an alarm volume observed during biomed testing. There was no patient involvement. No injury or medical intervention is associated with this report. The device was returned to baxter for evaluation and repair. No additional information is available.

Manufacturer narrative:
The device involved in this incident was received for evaluation. A follow up report will be submitted should the results of the evaluation become available. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.